Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found that the ten minute power up recorded in the history log and the device being observed switching on during the course of the investigation would indicate a failing membrane. The green status led was found to be constantly lit between flashes. This is a further symptom of a membrane failure. The faults could not be replicated with a new membrane fitted.